Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that the bubble in cassettes popped causing the door to pop open. The cassettes exploded spilling fluid all over the floor. It sounded like a balloon popped. The patient contact does not know when this happened. Upon follow up, the patient contact acknowledged the reported event involved 3 cassettes during the same treatment but could not verify which date the fluid leak event occurred. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using new supplies and the cycler.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that the bubble in cassettes popped causing the door to pop open. The cassettes exploded spilling fluid all over the floor. It sounded like a balloon popped. The patient contact does not know when this happened. Upon follow up, the patient contact acknowledged the reported event involved 3 cassettes during the same treatment but could not verify which date the fluid leak event occurred. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using new supplies and the cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.